Manufacturer narrative:
This event information was provided by other device manufacturer. During processing of this complaint, manufacturer attempted to obtain complete event and information, and obtained that this female patient was not discharged after 24 hours because patient came in with post-MRI angina, so patient stay longer than 24 hours. Patient was no problem after the pci. Device was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the guidewire tip was trapped by the deployed stent that was implanted using other company's guidewire, while keeping the guidewire in the place, resulting breakage of the guidewire tip upon removal due to the force exceeding the product design limit. Warning section of the IFU describes: do not practice stent delivery when using this guidewire for parallel wire technique. If resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. And "separation or breakage of the guidewire " as possible complications and adverse event.

Event description:
Reportedly, to treat a patient with multiple denovo lesions in the ostial - distal of rca with (B)(4) stenosis, subject fielder fc guidewire and other company's wire were advanced to the lesion, while the fielder fc was advanced at the mid rca, keeping the fielder fc at the position, stent deployment was performed using other company's wire to ostial-proximal lesion. When both guidewire were removed out, it was found that the tip of fielder fc separated. Peripheral snare was advanced to try to remove out the broken tip but failed. Additional guidewire was used to deliver another stent to trap the separated fragment in between both stents.